Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1: initial reporter is j&j company representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif surgery for a fracture of the distal end of the radius. The surgeon drilled through a drill guide with threads to insert a 2.4mm lhs screw. After penetrating the anterior cortex, an abnormal noise was heard when the drill bit reached the contralateral cortex. It was found that about 5 mm of the tip of the drill bit was broken off when the drill bit was checked. There were no temporary fixation k-wires, screws, or anything else that interfered with the drill bit. The patient was a aged woman and her bone quality was not good. During drilling, no special load was applied to the drill that would cause the drill bit to flex. The surgery was completed successfully with no surgical delay. This report is for a drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the device had the distal tip broken, fragment was not returned. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. However, the noise allegation cannot be confirmed due the multiple factors in the condition of the complaint, one of the most influential factors is the drill bit. Due the condition of the drill bit is unknown, it could be possible that some internal component caused the noise and upon contact caused the breakage of the drill bit ø1.8 w/marking l110/85 2flute. A dimensional inspection for the device was unable to be performed due to post manufacturing damage. Functional test was not performed due the mating device was not returned. The overall complaint was confirmed as the observed condition of the drill bit ø1.8 w/marking l110/85 2flute would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6: a manufacturing record evaluation was performed for the finished device product code: 310.509, lot number: 604p698. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 07-feb-2022, manufacturing site: jabil bettlach. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.